Event description:
A customer contacted baxter's technical service center regarding a low drain volume alarm (ldv) that appeared on the homechoice (hc) unit during use during drain 1. The care giver (cg) states that there are gaps of air in the patient line. The technical service representative (tsr) explains that she will need to end the therapy and start over with new supplies. The cg agrees to end therapy and start over. The tsr assisted with ending the therapy. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown at this time. A follow-up MDR will be submitted if additional information is obtained. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Additional information: this report was not confirmed due to lack of sample. A batch review was not performed due to unknown lot information. Based on the information obtained from baxter's investigation, the root cause of the report was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).